Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Therapy was restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has issue with charging the ipg (ipg took longer to charge and frequent charging was required). As a result, surgical intervention may be pending to address the issue.